Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed. A philips service engineer repaired the system by reseating the bushing, which ensured the locking mechanism fully engaged. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.